Event description:
Informed by manufacturer on 5/8/97 by mail of product issue. On 4/3/97, pacmaker was removed and replaced. Physician did not inform staff of defective device. No ill effects to patient. Apparent non-capture of ventricular lead.